Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Not able to verify motor error due to no button response. No button response due to moisture damage to keypad traces. Motor tested outside the insulin pump and passed. Insulin pump had a cracked end cap, cracked case near lcd window corner, cracked lcd window, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and serial number label and stained end cap sticker.

Event description:
It was reported that customer's insulin pump alarmed motor error during bolus. The motor error also occurs during rewind. Customer stated the device was dropped. The drive support cap is loose. Customer's blood glucose was 70 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.